Event description:
During a percutaneous transluminal angioplasty (pta) to a stent graft in the abdominal aorta, the balloon was reported to have ruptured at 6 atmospheres. The vessel was described as having a 50% stenosis. There was no reported patient injury.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.